Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the insulin pump was exposed to rain the night before the alarms began. Blood glucose level at the time of the incident was 124 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly; the motor and keypad assembly was also found with moisture damage. Unable to verify button error alarms due to blank display. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.